Event description:
The technician alleged that the brake casters would not hold at the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician installed a brake steer upgrade kit to resolve the issue.